Event description:
It was reported that on (B)(6) 2011, the patient underwent a stenting procedure in a restenosed previously unspecified stented lesion in the proximal right coronary artery with one 3.5 x 15 mm promus stent. On (B)(6) 2012, the patient underwent a cardiac catheterization/angiography, for progressive angina, which revealed a stent thrombosis. The patient is stable and is getting a second opinion. There was no intervention performed at this time. There was no additional information provided.

Manufacturer narrative:
(B)(4): indication for use; device implanted in restenosed previously stented lesion. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There were no reported product deficiencies. The reported patient effects of angina and thrombosis are listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported that the promus was implanted in a restenosed previously stented lesion in. It should be noted that the IFU states, promus is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. In this case, it is unknown if the reported IFU deviation directly caused or contributed to the reported patient effects.